Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H6: investigation summary : a complaint of a male luer being too short to connect causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of adapter/ connector defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5303 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set the connector was damaged and leakage occurred two times. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: regarding mz5303, customer has reported experiencing an issue with the item mz5303. Reporting the male end of the item is too short for the catheter to fully seal therefore there is a leakage.